Event description:
Resident was sitting in pvc shower chair, being pushed by nursing assistant. Front right caster and stem broke out of leg stem, possibly because one of two screws holding parts together broke or came out of stem. Resident fell forward out of chair onto her face, suffered large hematomas to forehead and large laceration over right hosp, returned to facility later that evening for further recuperation without complication.